Event description:
It was reported that a physician trained in the use of the device attempted pre-closure placement of the proglide sutures in the arteriotomy site prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the knot of three proglide devices broke during pre-close. A fourth and fifth proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Three proglide devices (part# 12673-03/lot #unknown) are being reported under separate medwatch report numbers.